Event description:
Customer reported the left monitor needs to be replaced. No pt injury was reported.

Manufacturer narrative:
Customer will order and replace monitor. This MDR is related to ge healthcare.